Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer states: the catheter was inserted on (B)(6) 2011, but it needed to be replaced under laparoscope on (B)(6) 2011, because, there was difficulty in draining fluid. When the laparoscope was set, broken catheter was found and removed. No pt harm. Add'l info rec'd: in order to insert the laparoscope, a trocar port was used. The customer thinks that the trocar created the adverse result to break the catheter.